Event description:
The bard center entry urine meter with bag and sampling port is unsatisfactory for use in this facility for the following reasons: the 200cc size of the urimeter is too small. Pts frequently produce greater than 300cc in a short period of time, resulting in overflow into the larger bag. This results in inaccurate urine output measures and inaccurate data collection. Clinical treatment decisions based on inaccurate output measurements could be based on inaccurate info. The hook design is difficult. The hooks do not fit onto the critical care unit beds, making the use of the string hanger necessary. The string hanger can become untied and the bag falls on the floor. This is an infection control risk to the pt. Air lock of the chamber due to poor design where the rubber drip tube enters the urimeter causes back-up of urine in the bladder. This is an infection control risk to the pt. Once emptied, the rubber drip tube breaks at the point of entry into the urimeter. This results in no urine entering the urimeter, causing the clinician to believe the pt has produced no urine. Again, clinical treatment decisions would be based on inaccurate info. The drainage tubing is difficult to manipulate with one hand while holding the urinal/container for emptying. The long drainage tubing falls into the urinal when draining. This can result in contamination of the bag and is an infection control risk to the pt. Also, the tubing flicks urine droplets when trying to reclamp, an infection risk to the staff.